Event description:
Ous MDR - boston scientific received information that the patient had been experiencing recurring pocket hematomas since implant. During another follow-up to drain, the pocket for a suspected hematoma, there was evidence of bacterial growth in the fluid being drained. An echocardiograph and additional testing were performed and revealed there was not bacterial growth on the leads or within the patient's heart. As a precaution to prevent endocarditis, the ICD and associated leads were explanted. No additional adverse patient effects were reported and the patient is being treated with antibiotics. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.